Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The article imagery was review and the following was observed: thv valve is under expanded with under expansion with pathological flow acceleration. In this case, the available information suggests that procedural factors (under expanded valve) likely contributed to the event as valve was observed under expanded. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would obstructed, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in france. Through review of medical article ''challenges and limitations of redo transcatheter aortic valve replacement using current techniques'', corresponding author nicolas dumonteil, the following events were identified as pertaining to an edwards device: during a redo-tavr procedure with a 23 mm sapien 3 ultra valve into a non-edwards device, the coronary stents appeared deformed by interaction with thv frames. The procedural outcome was good with perfusion of both coronary arteries, although thv-2 was under expanded because of bulky native valve calcifications. The in-hospital course was unremarkable. Predischarge echocardiography showed a 1.45 cm2 effective orifice area, a 23mm hg mean gradient, and moderate paravalvular leak. At 6-month follow-up early bioprosthetic valve dysfunction with severe increased gradients occurred.